Event description:
A kit containing the cc1.p1 (combined oxygen and temperature catheter) and the ip1 (single lumen bolt) was reported to be recording the brain temperature lower than the body temperature. The unit was in contact with the patient but there was no patient injury.

Manufacturer narrative:
The product was not returned for evaluation. Hence, the reported condition could not be confirmed and the root cause could not be determined.